Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
The reporter contacted animas on 02/09/2015 with the following additional information: the reporter confirmed that the time and date reset to default settings after the battery was removed and reinserted in less than 24 hours. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The pump displays the verify screen after it is rebooted and the time and date must be confirmed on the verify screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. The alleged malfunction is unlikely to cause an adverse event if it were to recur unless the user incorrectly sets the time or date.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time and date issue.